Event description:
Suture breakage and fray. Customer reports suture breakage and fray. There are no reported consequences to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.